Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during an unspecified procedure, the express2 balloon stuck to the stent. The patient's status is reported as "stable". No further info has been provided, however, add'l info has been requested.